Event description:
The account generated a false positive architect stat troponin-I result of 0.096 ng/ml on sid (B)(4). A second sample from the patient was obtained with an architect stat troponin-I negative result of 0.004 ng/ml. The original sample was processed again with a negative architect stat troponin-I result of 0.002 ng/ml. The lab uses a troponin cutoff range of 0.032 ng/ml. No specific patient information was provided. No impact to patient management was reported.

Manufacturer narrative:
(B)(4). An evaluation is in progress. A followup report will be submitted when the evaluation is complete. Evaluation in progress.

Manufacturer narrative:
Updated information: device catalog number was updated from 02k41-28 on the initial report to 02k41-38 on followup report. No customer returns were available for investigation. Review of ticket trending data and lot search data for likely cause lot 45004un12 identified atypical complaint activity related to discrepant patient results. As a result of the increase in complaint activity, accuracy testing was performed. Accuracy testing was completed using retained kits of reagent lot 45004un12. Acceptance criteria was met, which indicates acceptable product performance. A deficiency was not identified as panel testing shows that the likely cause lot performs per specification. Additionally, there is not enough information to reasonably suggest a malfunction as retest of the same sample gives expected results. Although the investigation team were unable to find an exact cause of the results the customer observed, the accuracy testing indicates the reagents are performing acceptably.